Manufacturer narrative:
A visual examination of the returned device revealed that the outer sheath had been retracted and the stent had been deployed. The t-bar connector was also detached from the outer sheath of the returned device. The cause of the reported malfunction could not be determined.

Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient the day before (patient weight unknown). According to the complainant, during the procedure the exterior tube near the hub was separated. Another wallstent was used to successfully complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be good.